Event description:
New information received notes that the patient presented in clinic for follow-up when the interrogation failure was noted. The interrogation was unable to be performed via both inductive and radiofrequency. The pacemaker was explanted and replaced. Further information regarding patient condition was requested but not received.

Event description:
It was reported that the patient¿s pacemaker failed to be interrogated. No changes or intervention were reported. The patient condition was not known.